Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer implant was not received for investigation. The implant was reported without an item and lot number. An x-ray was provided for the reported event. The x-ray shows a fracture at the collar of the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complainant reported the inherited patient has a fractured implant that they intend to bury. The reported event is confirmed as the provided x-ray shows signs of fracture at implant collar. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d3: manufacturer, g2: office contact - manufacturing site, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k) number unknown. Device will not be returned.

Event description:
Doctor reports that the inherited patient has an unknown fractured implant that they intend to bury.